Event description:
The customer reported during preventive maintenance testing at the user facility, the secondary speaker did not sound an audible alarm tone. It was reported the primary speaker did sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.